Manufacturer narrative:
Exemption number: e2014018. When additional information is received a follow up report will be submitted.

Event description:
It was reported that the io hand lever not back to normal position. The customer purchased 2 of ga804 in (B)(6) 2018. One of them had the similar complaint. ((B)(4)). The customer would like to know the root cause. After evaluating the risk, this case was changed to vigilance suspicious case. This is a case where the hand switch did not get back to the off-position, and the motor was kept in motion. There was no harm to the patient, the device was used for a spinal surgery. The surgeon squeezed the hand switch to activate the device first, and released the hand switch to stop the motor, however , the hand switch did not get back to the off-position, and the motor was kept in motion. I do not have information about surgical delay. I was advised that the hospital has two cables, but I do not know how they coped with this issue.